Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported the customer's insulin pump was not working. The caller reported the customer reconnected to the insulin pump and has been experiencing high blood glucose since. The caller stated the customer went to the emergency room on (B)(6) 2017 with a high blood glucose of 610 mg/dl. The caller reported the customer's heart rate was high and high blood glucose was the cause of it. The customer's blood glucose was reduced to 230 mg/dl and she was released. The customer was also admitted into the emergency room on may 18, 2017 for a high of 444 mg/dl. The ems was called to the customer's house when their blood glucose was 438 mg/dl. The customer experienced chest pain, shortness of breath and arm aches from their high blood glucose. Customer was treated with insulin for their high blood glucose. The customer was wearing the insulin pump at the time of both hospitalizations. A no delivery alarm also occurred when attempting to prime the insulin pump. Troubleshooting was not completed at the time of the call because the customer did not have a replacement reservoir. The customer's blood glucose was unknown at the time of the call. The time was also noted to be wrong on the insulin pump. The insulin pump will not be returned for analysis.